Event description:
It was reported that there were low impedances in the right ventricular (rv) lead suggestive of fracture. It was also reported that there was very little slack on the right atrial (ra) lead. During the replacement procedure both the ra and rv leads were found to have insulation breaks, and they were adherent to each other. It was also noted that the helix of the atrial lead could only be partially retracted, and a stylet was only able to be advanced half way into the rv lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.